Event description:
It was reported that the 9800 system does not autoplay the second cine run when selected. This issue is intermittent. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep reformatted the cine disk, erased nodes and reloaded the software. System operates as intended.